Manufacturer narrative:
(B)(4).

Event description:
It was reported that auto capture test on the pulse generator failed to recognize capture thresholds. The patient's condition was stable. No intervention or additional information was reported.

Event description:
New information noted that the patient's capture issue was noted during in-clinic follow-up. It was also noted that the patient had presented to the hospital experiencing high ventricular rate and that no reason was found for his symptoms. The patient's coronarography was normal. The device was explanted and the patient was upgraded to an implantable cardiac defibrillator. The patient's condition is fine.